Event description:
Dr, facility reported that after the initiation of tx, the machine alarmed blood leak. Hemastick positive. Pt blood ret'd. New system set up & tx resumed w/o further incident. Ebl < 50 cc. Facility denies pt injury.